Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in by st. Jude medical (B)(4) company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a de novo, concentric lesion in the mid left anterior descending artery with heavy tortuosity, heavy calcification and 99% stenosis. A 2.5x15mm rx tenku balloon dilatation catheter (bdc) was advanced for pre-dilatation; however, slight resistance was met with the patients anatomy. The bdc was inflated for the first time up to 8 atmospheres for 10 seconds when the balloon ruptured. The bdc was simply removed from the patients anatomy. Reportedly, the device was prepped per the instructions for use. A 2.5x15mm non-abbott balloon was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.